Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during eval. A delayed keypad output of approx 3 seconds was observed. This was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's eval of a spectrum pump, the device had a delayed keypad response. There was no pt involvement.